Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, de novo, 99% stenosis in the mid left anterior descending artery. Reportedly, during pre-dilatation, the 2.0 x 12mm rx tenku was advanced; however, the balloon ruptured during first inflation at 6 atmospheres. There was resistance during advancement due to the lesion. Slight resistance was met during removal due to the lesion and balloon rupture. A 2.0 x 15mm rx tenku was used and the procedure was completed after stenting. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.